Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmental resection, there was a problem loading the adaptor onto the handle. The purple loads did not fire with the handle and the two black loads did not fit into the stem. The product was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.